Event description:
During laparoscopic sleeve gastrectomy pt sustained thermal injuries to liver and stomach. Breaks in the insulation on the cautery hood identified. When the cautery hook was removed from the pt, the scrub nurse noticed that the shaft of the instrument felt hot and notified the surgeon. Upon inspection a break in the insulation of the cautery hook was then noted. Visual inspection of the abdominal cavity revealed thermal injuries on the liver and stomach. The stomach serosa was sutured. That was the only treatment required. The breaks in the insulation were not visible preoperatively. Reason for use: morbid obesity.